Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative error code was observed. The technician recommended replacing the device's "blower and other parts as required" to address the issue. No repair was performed. The unit is not needed for inventory, and it was scrapped.